Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and ventilator interface board were replaced.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed, notifying the user mechanical ventilation was not available. There was no report of patient involvement.